Manufacturer narrative:
A review of the manufacturing records for the device verified the lot met all pre-release specifications. According to the gore® excluder® aaa endoprosthesis instructions for use (IFU), adverse events that may occur and/or require intervention include, but are not limited to endoleak and aneurysm enlargement. Additionally, users are made aware of the risks associated with type ii endoleaks in the IFU and are instructed to consider the risks and benefits discussed in the IFU for each patient before using the devices.

Event description:
The following information was reported to gore: on (B)(6) 2013 a patient underwent treatment of an abdominal aortic aneurysm measuring 59.9mm with gore® excluder® aaa endoprostheses. On (B)(6) 2013 a CT revealed the aneurysm measured 55mm. On (B)(6) 2014 a CT revealed the aneurysm measured 57mm. On (B)(6) 2017 a CT revealed the aneurysm measured 56mm. On (B)(6) 2018 a CT revealed the aneurysm measured 69.7mm. On (B)(6) 2018 the patient underwent angioembolism of a type ii endoleak. The angioembolism was unsuccessful. On (B)(6) 2018 the patient underwent percutaneous embolization of the endoleak. On (B)(6) 2019 a CT revealed the aneurysm measured 71mm. The event is ongoing.